Event description:
It was reported that the patients ipg would not hold a charge. Database analysis showed signs of premature battery depletion. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Event date: exact date unknown, event occurred on the first week of (B)(6) 2021.

Manufacturer narrative:
For field g3 of the initial MDR, the bsc aware date should have been 21jun2021. Correction to the initial MDR in block(s) b5, d6b, e1, h6.

Event description:
It was reported that the patients ipg would not hold a charge. Database analysis showed signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.